Event description:
It was reported that the patient's right ventricular lead dislodged. No electrical anomalies were noted. The dislodgement was confirmed via imaging. The lead was removed and replaced on (B)(6) 2024. The patient was stable.